Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose (bg) level for the occlusion in the past was 500 mg/dl and it was addressed by changing the supplies/delivering a correction bolus. For the most recent occlusion alarms, the customer's bg level was over 400 mg/dl and it was addressed by reverting to manual injections. System check could not be performed with tandem technical support as the customer changed the supplies.